Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during an office interrogation it was found that the left ventricular (lv) lead was not capturing. X-ray confirmed that the lead was dislodged. The lead was turned off and subsequently explanted and replaced. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.